Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus could not be determined. The instructions for use states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ d4-updated model number.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry (loqi). According to the report, a 76 year old male patient (presenting with acute myocardial infarction and cardiogenic shock), had the impella device removed and underwent a fogarty embolectomy within the shared femoral artery and popliteal artery. A cfa endarterectomy with bovine patch angioplasty was performed and placement of a negative pressure wound vac. This allegation was made with a possible relationship to the impella device.